Event description:
It was reported that with patient's current device, she noted a shock and burn. (See manufacturer's report # 3004209178-2013-20474 for current device issue). Same type of reaction when the battery died, she felt tingling sensations and burning on the right side. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # j0504268v, implanted: (B)(6) 2005, product type lead; product ID 3031a, serial # (B)(4), implanted: (B)(6) 2005, product type programmer, patient ; product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2005, product type extension. (B)(4).